Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During the lead revision procedure, the physician visually confirmed insulation damage due to subclavian crush. The rv lead was explanted and replaced. The patient was stable.